Event description:
It was reported intermittent occlusion alarms occurred. The customer¿s blood glucose level was 300-400 mg/dl. The customer changed supplies and resumed insulin therapy. Reportedly, the customer was using fiasp brand insulin, tandem technical support educated the customer this is off label insulin use.